Event description:
The customer reported that the [ECG] trace appears noisy during testing. No patient impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.